Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "port needles were removed from main blood draw for testing/investigation by the customer on (B)(6) 2023. Needles from lot asgxfc013 were deemed faulty. There were no visible cracks in the hub of the port needle. No visible damage reported." No other information was provided.

Event description:
It was reported by the customer "port needles were removed from main blood draw for testing/investigation by the customer on (B)(6) 2023. Needles from lot asgxfc013 were deemed faulty. There were no visible cracks in the hub of the port needle. No visible damage reported." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.